Event description:
Related manufacturer report number: 2017865-2023-18149. It was reported that the patient presented for follow up. An interrogation of the device revealed high pacing impedance exhibited by both the right atrial (ra) and right ventricular (rv) leads. Conductor fracture was suspected. The patient was scheduled for revision on (B)(6) 2023, where the ra lead was capped, and the rv lead was explanted. Both leads were successfully replaced. The patient was stable.